Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and marcaine at unknown doses and concentrations for non-malignant pain. It was reported that the patient had a hard time finding the port with both their first and second pump. The patient stated that their current pump was ¿kind of¿ flipped and they had a hard time finding the port to fill it. It was reported that the healthcare professional (hcp) had to use the ultrasound machine when refilling the pump. The hcp also reported that the surgeon implanted the pump ¿really deep¿. It was reported that the issue started about 6 months after it was implanted. The patient stated that they had fallen several times. No symptoms were reported. No further complications were reported.